Event description:
The customer reported that upon removal of the instrument from the storz 10 mm trocar with 5 mm adaptor, the rubber sheath covering the jaw tore and fell in the patient's cavity. It was not found. There was no patient injury and no medical intervention was required. The device will not be returned for investigation, it was discarded by the customer.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.